Event description:
(B)(4) study. Same case as MFR ID#: 2134265-2011-02526. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented due to stable angina (ccs class 3). Access was gained via the right femoral artery and cardiac catheterization revealed target lesions. In the left anterior descending (lad) there was diffuse disease in the proximal vessel with a patent left internal mammary artery (lima). There was also a high grade 80% stenosed and 20mm long lesion in the juxtaposed first diagonal with a reference vessel diameter of 2.25mm where the anastomosis of the lad appeared to be landing. There was a high grade 80-90% ostial 12mm long stenosis in the left circumflex (lcx) with a reference vessel diameter of 3.0mm. There was reported to be poor flow from a radial graft to the obtuse marginal. A 6f non-bsc guide catheter and a forte guide wire were used to access the lad and a non-bsc guide wire was also advanced down the lcx. Predilation was performed in the origin of the first diagonal and the mid lad and the lad segment proximal to the lima graft. A 2.25x12mm taxus liberte stent was then deployed in the first diagonal, followed by a 2.75x18mm promus stent deployed in the lad reaching into the diagonal, and a 2.75x28mm promus stent placed in the lad more mid to proximal. All the stents placed thus far were placed in tandem. High pressure post dilation was performed with a non-compliant balloon. A 3.0x16mm taxus liberte stent was then deployed in the origin of the lad covering the origin of the lcx lesion using a "blocking balloon" technique in the left main (lm) lad. A final 3.5x28mm promus stent was then placed in the lm into the lad creating a "true t" at the bifurcation of the left main and lcx. A choice pt wire was advanced through the lm and lcx stented segment and high pressure kissing balloon inflation was performed between the left main, lad and lcx. Final images confirmed significant improvement with less than 10% residual stenosis and timi-3 flow. The patient was discharged 2 days later on aspirin and prasugrel. (B)(6) 2011: the patient presented with angina. She reported chest pain (8/10) in her left lateral chest radiating to the left arm, shortness of breath and nausea which became worse with exertion. Nitroglycerin was provided in the emergency department and the chest pain resolved. EKG showed sinus bradycardia at a rate of s1 with t-wave inversions in I and avl, q waves inferiorly, but no st changes. Initial troponin levels revealed no signs of cardiac damage. The patient was sent for cardiac catheterization. Access was gained via the right femoral artery. Angiography revealed a widely patent lm including the stent segment. The lad had a very high grade 95-99% in stent restenosis of the mid lad. There was significant in stent disease noted at the original of the diagonal. A 70-90% in stent stenosed lesion was identified in the lcx. An 8f non-bsc guide catheter and non-bsc guide wire was used to access the lad and a second unspecified wire used to access the lcx. Aggressive predilation of the stenotic segments was carried out. Multiple stents were placed from distal to proximal in the diagonal including a 2.75x23mm non-bsc stent followed by a 3.5x33mm placed in tandem extending into the mid lad covering the ostium of the lcx and the origin of the lad "nicely". Flow wires were advanced which showed "essentially no flow restriction with a maximum hyperemia of 0.092". However, images continued to show almost 80% ostial disease. A choice pt extra support wire was advanced with the stent threads into the lcx and kissing balloon inflations were performed followed by deployment of a final 3.0x13mm non-bsc stent using a blocking balloon in the left main lad. High pressure post dilation and kissing balloon inflations were performed in the lad diagonal axis followed by angiography confirmed significant improvement with less than 10% residual in all treated segments. A repeat ECG performed the next day showed now acute changes and the patient was discharged from the hospital. The event is reported to be resolved without residual effects. It is the opinion of the physician that the event is related to the taxus liberte stents.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).